Event description:
The customer reported that the 12 amp fuses blow when the system is switched off and back on again.

Manufacturer narrative:
This MDR is related to the ge healthcare complaint number. The ge service rep replaced the fuses.